Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 600 mg/dl at the time of incident. Customer treated with bolus for high blood glucose. Customer had a symptom like nausea and abdominal pain. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was not alleging the insulin pump for under delivery. Customer reports they have not contacted their health care professional regarding high blood glucose. The device will not return for the analysis.